Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The customer's allegation was confirmed. Based on the result of the investigation, it was presumed that no image was displayed with 180 scopes due to a failure of the patient board set (circuit board / printed circuit board), which led to the suggested event. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the no image with 180 series scopes was due to a damaged patient board. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center did not have an image. The issue occurred during reprocessing for an unidentified procedure. There were no reports of patient harm.